Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's care giver reported via phone call that they experienced high blood glucose level of over 600 mg/dl. The customer had problems with the infusion set tubing not working and the needle getting bent. Troubleshooting was not performed. The product will not be returned for analysis.